Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off of the delivery system onto the floor. It was noted that the capsule trocar needle did not advance. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The device was returned with the capsule separate from the delivery sys. The capsule trocar needle was advanced and saliva was present. The plunger had been depressed and retracted.